Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens misfired. No further information provided.